Manufacturer narrative:
Info received after MDR was filed indicate device in question could have functioned properly if designed backup systems were implemented. Repair stated in MDR was necessitated so that the pt could return home instead of remaining in hosp. Electrical leads were compromised but pneumatic backup was still a viable alternative. MDR 1218444-1997-00011 was filed in error.

Event description:
The percutaneous lead of the lvad when manipulated, caused the sys to alarm and caused the sys to cease operation if bent. The percutaneous lead was repaired at the user facility.